Manufacturer narrative:
Results - a review of the device history record revealed no abnormalities during the manufacture of the reported lot numbers 5026779, 5156736 and 5191759. One used sample from an unknown lot number and three empty packages from the lot numbers 5026779, 5156736 and 5191759 were received for evaluation. Using a lab supplied catheter/adapter sample, the length was compared to the returned sample. A visual/microscopic examination of the used sample observed approximately half of the catheter tubing was missing. The tubing edges were clean, jagged with very little strings/flashing. Conclusion - the defect was confirmed. The catheter/adapter assembly demonstrated evidence of having been cut with a sharp instrument. With the sample and information provided, it cannot be determined how or when this type of damage occurred. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Three lot numbers were supplied by customer as they are unsure which device was used in this incident - potential lot # 5191759, 5156736, and 5026779. Photos of the device are available. A sample of the device is available and has been sent by the customer. A supplemental report will be filed upon completion of the investigation. A quality notification review indicates no quality notifications generated for lot 5191759, 5156736, or 5026779. Photos available for evaluation. A sample was received 10/9/15.

Event description:
It was reported that during insertion of a bd insyte autoguard shielded IV catheter, a portion of the catheter splintered off and remained in the patient's vein. The patient received a left humerus and 2-view chest x-ray. The cardiologist discussed the results with the patient and the decision was made not to remove the broken catheter. The patient was instructed to follow up with his/her primary care physician if any adverse symptoms appear.